Event description:
A peritoneal dialysis (pd) patient contacted fresenius technical support to report the liberty select cycler alarmed with an m31 air detected in cassette warning during drain 1 of 4. The warning occurred multiple times tonight. The patient was connected. The patient line, heater bag and supply bag were securely connected. All the cones were broken and the unused lines were clamped. The patient rebooted the cycler and resumed the treatment. The fresenius technical support representative advised the patient to cancel the treatment and re-setup with new supplies. There was patient involvement however there was no harm or adverse event reported. Upon follow-up, the patient was able to confirm that the patient was able to complete treatment on the day of the reported event after a re-setup with new supplies. The patient stated that when canceling the treatment to re-setup from fluid inside the cassette module and on the cassette, the patient stated they saw that the fluid was leaking from the cassette but was not able to find any pin holes or damage to the cassette. The patient had been connected to the cycler prior to discovering the fluid leak. The patient stated there was no sample available for a physical evaluation since the cassette was discarded but confirmed the cassette was from the most recent delivery at the time of the event. The patient has continued to complete treatments on the cycler without issues and without experiencing any more fluid leaks.

Manufacturer narrative:
Plant investigation: the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis (pd) patient contacted fresenius technical support to report the liberty select cycler alarmed with an m31 air detected in cassette warning during drain 1 of 4. The warning occurred multiple times tonight. The patient was connected. The patient line, heater bag and supply bag were securely connected. All the cones were broken and the unused lines were clamped. The patient rebooted the cycler and resumed the treatment. The fresenius technical support representative advised the patient to cancel the treatment and re-setup with new supplies. There was patient involvement however there was no harm or adverse event reported. Upon follow-up, the patient was able to confirm that the patient was able to complete treatment on the day of the reported event after a re-setup with new supplies. The patient stated that when canceling the treatment to re-setup from fluid inside the cassette module and on the cassette, the patient stated they saw that the fluid was leaking from the cassette but was not able to find any pin holes or damage to the cassette. The patient had been connected to the cycler prior to discovering the fluid leak. The patient stated there was no sample available for a physical evaluation since the cassette was discarded but confirmed the cassette was from the most recent delivery at the time of the event. The patient has continued to complete treatments on the cycler without issues and without experiencing any more fluid leaks.

Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.